Event description:
It was reported during a laparoscopic cholecystectomy while an instrument was in the trocar the white o ring connected to the flapper valve fell into the pt. The o ring was retrieved laparoscopically without adverse complications. Trocar was part of kit fdc16. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info not available. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condtion, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported "o ring connected to flapper valve" became dislodged from its original position. Sleeve was received with inner gasket dislodged from its original position. Inner gasket was received in separate sealed pouch, complete. No conclusion could be reached as to how inner gasket became dislodged from its original position.